Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient with this pacemaker was hospitalized, there was an approximate two second pause in pacing noted on the electrogram. The patient was in atrial fibrillation (af) with rythmiq active when the pause was noted. Boston scientific technical services (ts) was contacted for assistance. A ts consultant provided troubleshooting to help ascertain what was witnessed on the electrogram. No additional adverse patient effects were reported and it was not provided as to why the patient was hospitalized. Attempts to obtain additional information were unsuccessful.